Manufacturer narrative:
(B)(4). (B)(6). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the cause of the reported leak was determined to be a cut in the transfer set tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set experienced a leak through a crack in its tubing. The issue was identified during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the transfer set was returned and analyzed. The device passed both clear passage and clamp functional tests. Visual inspection identified a cut in the tubing of the transfer set. A leak test was done which revealed that the device was leaking at the area of the identified cut. The problem was confirmed through sample evaluation. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.